Manufacturer narrative:
Date of event is estimated. Reporter fax number: (B)(6). Reporter fax number: (B)(6).

Event description:
It was reported that during a rfa procedure, the probe could not be inserted into the needle after the needle was inserted into the patient. The needle was replaced, however, the issue persisted. As such, the procedure was abandoned.

Manufacturer narrative:
Corrected data: b3 - date of event.